Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing on an esophagectomy procedure, the handle blacked out and could not be used. Another handle was used immediately, and the procedure was completed. However, when trying to charge the handle, charging was not completed even after many hours, and the handle became abnormally hot. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.